Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced an elevated bg level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.